Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent.

Event description:
Report received from USA stating the device did not function. The device was being used during surgery. There was no injury reported. It is unk if surgical delay or medical intervention occurred. There is no add'l info provided.